Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. The radio frequency controller has not yet been returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. If add'l relevant info is received or the radio frequency controller eval completed, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following an uneventful novasure endometrial ablation, a post hysteroscopy was done. The physician reported "a good ea (endometrial ablation) outcome with no notable findings." The pt presented 2 days later with "an acute abdomen." She had a laparoscopy and "needed a bowel resection for a small bowel perforation/burn. The uterus also apparently had a diathermy injury." It was reported that the pt "is recovering well" in the hosp. We have been unable to obtain add'l info surrounding this event.